Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on that day was 451 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported the pump appropriately alarmed for an issue and the alarm was not cleared for 5.5 hours. This was the first instance of the alarm. This complaint is being reported because the reported health event was attributed to a use error.